Event description:
It was reported to boston scientific corp that an endovive standard peg kit was used in an initial placement procedure. Pt's age, weight and gender were not provided. Per the complainant, during the procedure, the physician encountered resistance as the peg tube was advanced along the guidewire. Resistance became so great, the tube could not be pushed any further along the guidewire. The plastic end of the peg tube became twisted into a "pig's tail". The peg tube was removed through the mouth with some resistance being felt. A new peg tube from another endovive push peg kit was used to complete the procedure. There has been no report of complications or injury due to this event. Post procedure the pt's status was okay.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).